Event description:
It was further reported that five days post procedure, the patient underwent tube cholecystostomy. Urgent echocardiography and cardiac catheterization were performed. Treatment consisted of aspiration thrombectomy of the mid rca and proximal lad. After the vessel in the mid rca was opened, a 30-60% spastic narrowing at the proximal edge of the stent was noted. This was treated with angioplasty with a 0% residual stenosis. The stenosis in the proximal lad was reduced from 100% to 90%. The vessel was treated with angioplasty with a 20% residual stenosis. The patient also experienced runs of ventricular tachycardia which required medical treatment.

Event description:
It was further reported that the patient presented to the emergency room two days post procedure after experiencing an episode of acute confusion and unresponsiveness associated with shaking of the extremities lasting a few minutes and resolving. An ultrasound revealed a thicken gallbladder wall consistent with cholecystitis. The patient was complaining of significant right upper quadrant abdominal pain and nausea. The patient was found to have bacteremia and sepsis and was started on intravenous antibiotics. 3 days later, the patient developed ventricular fibrillation and cardiac arrest with pulseless electrical activity. The patient underwent cardiopulmonary resuscitation with arterial monitoring line and central venous cannula. Lidocaine, amiodarone and a counter shock were administered. The patient was intubated, on multiple pressors and balloon pump. A 100% occlusion of the mid right coronary was confirmed by angiography. Following cardiac catheterization, his creatine increased from 1.39 on admission to 2.27. The patient was sedated and paralyzed. One day later, a nasogastric tube was unable to be inserted and a dobbhoff tube was placed through the right nostril. The patient was in a medically induced coma following acute myocardial infarction and cardiac arrest. The patient underwent electrocephalograms which were normal. At the time of event onset, the patient was taking aspirin (325mg) and prasugrel (10mg). The medications were stopped on the day of readmission.

Manufacturer narrative:
(B)(4)

Event description:
(B) (4). Same case as: 2134265-2010-02669, it was reported that post a coronary artery drug eluting stenting treatment procedure, the patient expired. Lesion 1 was 90% stenosed, 3mm in diameter, 16mm long portion of the proximal left anterior descending (lad). The physician treated the lesion with direct stent placement of a 3.00x20mm taxus liberte stent. Residual stenosis was 0%. Lesion 2 was 90% stenosed, 2.75mm in diameter, 4mm long portion of the mid right coronary artery (rca). The physician treated the lesion with direct stent placement of a 2.75x8mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel. Two days post procedure, the patient was admitted due to ischemic symptoms at rest and electrocardiogram (ECG) changes. A stent thrombosis (100% occlusion) was confirmed in the mid rca via angiography. A target vessel intervention (tvr) was performed. The stent thrombosis was assessed as unrelated to the device. Per the site the thrombosis was caused by "hypercoaguability post op from cholecystoscopy." The patient expired 5 day later.

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)

Manufacturer narrative:
(B) (4)